Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. No unexpected excessive no delivery alarm noted during testing. Pump was monitored and no unexpected failed battery test, off no power, or low battery alert alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. Pump recorded properly all alarms and bolus deliveries during testing. No alarm history anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and displayed the programmed calibration bg values, 100 mg/dl, 45 mg/dl, and 135 mg/dl properly on display graph. No sensor calibration errors noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 700 mg/dl. The customer explained that the insulin pump was telling him to test his blood glucose reading every half hour, and he needed to change the infusion set six times in one day. The customer's blood glucose reading at the time of call was 470 mg/dl. The customer experienced symptoms such as blurred vision, headache, nausea, and vomiting. The customer was treated with insulin. The customer was wearing the insulin pump during the hospitalization. The customer performed troubleshooting on the device and it was found that the boluses were not recording properly in the history. Customer also reported that the display went blank. After inserting a new battery the customer had a low battery alert, an off no power alarm, and then a battery out limit alarm. The customer's insulin pump was replaced and will be returned for analysis.